Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The service engineer (se) inspected the device. The se ordered a liquid crystal display (lcd) for the customer to address the issue.

Event description:
It was reported that the ventilators display had lines. There was no patient involvement. The event date was not specified; estimate used.